Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique. (B)(4). Note: unable to establish contact with customer at follow-up call on (B)(6) 2017, voicemail with contact information left. At call back on (B)(6) 2017 the customer declined to answer questions about her current condition and was upset that she was contacted to ask if her condition had improved. Customer stated it was private information.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 314 and 343 mg/dl. The customer's expected fasting blood glucose test result range is 300 mg/dl. During the call on (B)(6) 2017, the customer stated she was feeling nauseous and weak and that she feels it is related her diabetes since she has not been able to properly monitor and control her blood sugar with the erratic readings that she has been receiving. The customer had been provided with a second truemetrix meter by her supplier as the first truemetrix meter was also providing erratic readings. The customer stated she had to go to the hospital on (B)(6) 2017 as she was feeling "bad", the customer stated she was experiencing nausea, diarrhea, weakness, and pain in her legs. Customer stated at the hospital she was provided medications and her blood sugar while at the hospital was in the 200s. When asked, the customer stated she does believe the meter caused the visit to the hospital. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/26/2017 and open vial date at time of call is no more than a week. The customer stated she takes toujeo and humalog to manage her diabetes. The customer stated she has not had any recent changes in her daily routines such as diet, exercise, or medications. The customer stated the erratic readings the meter provides make it hard to determine how much insulin to administer. The meter memory was reviewed for previous test result history: (B)(6). Customer called in stating meter was reading erratic. Customer states she had to go to the hospital on (B)(6) 2017 as she was feeling "bad", customer states she was experiencing nausea, diarrhea, weakness, and pain in her legs. She decided to go to the hospital, customer states she was provided medications and her blood sugar at the hospital was in the 200s, when asked customer states she does believe meter caused the visit to the hospital. Customer states she has not been able to properly monitor her blood sugar with the truemetrix meter as she has been obtaining erratic readings. Customer was provided with a second truemetrix meter by her supplier as the first truemetrix meter was also providing erratic readings (refer to ran (B)(4)). Customer refused to run back-to-back blood test with meter.